Event description:
The patient stated that he was in the middle of a bolus and his infusion device froze and started beeping erratically. The patient was instructed to remove the power pack and to reinsert it. The infusion device remained blank after reinserting the power pack. The patient inserted a new power pack into the device and he was able to complete his bolus. The patient stated that the power pack had been in use for approximately 4 weeks. He stated that he was aware of the power pack recall. The patient was educated on the importance of changing the power pack every 2 weeks. No physiological effects were reported. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.